Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high. The medical surveillance specialist was unable to reach the patient for follow up questions. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6). The patient reported obtaining blood glucose readings of "458 and 500mg/dl" on the subject meter and alleged that these readings were inaccurately high compared to their feelings and/or normal readings. The patient also reported obtaining a blood glucose reading of "500 mg/dl" on the subject meter and "150mg/dl" on their doctor's meter, within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of medication of glucophage and gluburide in response to the alleged inaccurate readings. The patient reported that ten days later they developed symptoms of "shaky, anxious and blacked out" as the medical surveillance specialist was unable to reach the patient, lifescan were unable to confirm if the patient lost consciousness. The patient reported being treated by an hcp on the morning of (B)(6). The patient reported receiving treatment of an unknown dose of levemir insulin. As the medical surveillance specialist was unable to reach the patient, lifescan were unable to confirm if this reported treatment correlated with the alleged high readings. It is unclear if the patient suffered a serious injury related to hyperglycemia or hypoglycemia. The patient was unable/unwilling to confirm if the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available.